Manufacturer narrative:
The suspect product is the comfort curve test strips. Re

Event description:
Reporter alleged discrepant patient blood glucose results on inform system #1 of 500 mg/dl compared to inform system #2 of 80 mg/dl when testing was performed back to back within < 10 minutes apart. The alleged testing was performed in the hospital. Quality testing was reportedly performed and values were within an acceptable range. As a result of the comparison, no actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent. Inform system 1: meter with comfort curve strip lot 549423 and expiration date of 01-31-08. Inform system 2: meter with comfort curve strip lot 549423 and expiration date of 01-31-08.